Manufacturer narrative:
Product ID 8709, lot# j0058192r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient underwent ultrasonic lithotripsy on 2014 (B)(6). The hcp was advised maintaining a minimum of 15 cm from the pump, and the hcp stated that lithotripsy was performed inside of this range. A pump motor stall occurred 2014 (B)(6) with recovery noted on 2014 (B)(6). An additional motor stall occurred on 2014 (B)(6) with no subsequent recovery. The patient¿s symptoms included increased spasticity and the location of the issue was reported as the device pocket. The patient required hospitalization and replacement of the device. Oral and intravenous (IV) antispasmodics were administered during the patient¿s hospitalization. The patient status at the time of the report was noted as ¿alive-no injury¿. The pump was being used to deliver lioresal.